Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility.